Manufacturer narrative:
G2. Foreign: australia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were bluetooth connection issues that were not resolved by multiple hard resets by fce. This was an inconvenience to the patient. The patient also reports seeing therapy disabled without their intervention. Patient re-enabled therapy. There was a return of neuropathic pain until therapy re-enabled. Data logs from mystim rc collected. Patient diaries do not indicate loss of therapy. Retrieved patient communicator, which will be returned to for investigation. The issue has not been resolved. Additional information was received, ins info confirmed. Therapy app version confirmed. The cause of the connection issue was not determined, but it resolved with the communicator replacement. The ins did not deplete, causing therapy loss. Recharging history in patient diaries was examined. They have asked the patient to contact them as soon as issue of loss of therapy reoccurs. The issue has not been resolved. Logs provided from (B)(6) 2026. Fedex collection of the communicator occurred on (B)(6) 2026. Additional information has been received. The patient has not experienced another loss of therapy. As the cause of the issue is unkn own, the next steps are to await patient reports of loss of therapy and collect mystim rc logs for the date of occurrence. The issue is unresolved.